Event description:
It was reported that the screen of the system monitor would freeze from time to time and there would be a noise when in use in the operating room. The device was removed from active use.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the touchscreen issue could not be confirmed with the returned system monitor (serial # (B)(6)). The system monitor and monitor cable was tested together with laboratory equipment. The touchscreen issue was unable to be reproduced. Performed preventive maintenance and all tests per procedure, which passed all testing. Returned unit to the customer site. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Heartmate ii power module instructions for use revision b states if the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.